Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported the pump emitted multiple cs 052 calls service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 09/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/12/2016 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed cs 052 call service alarms. During testing, the pump powered on with no alarms occurring. The pump was exercised for 24 hours and no call service alarms were received. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.